Event description:
It was reported the device was apparently programmed to vvi 60. During the patient transfer, it was noted that the device was pacing in voo (asynchronous) mode, without anyone reprogramming it. It was stated the device had been dropped 1-2 feet during this patient transfer, and prior to noticing, it was pacing in asynchronous mode. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis could not confirm the reported event. Upper and lower cases are broken. One side bail cover is broken. Ring cover is broken and contaminated. One case screw is missing. Battery contacts are compressed. Ring bail is bent and keyboard is scratched.